Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the personal diabetes manager (pdm) was smoking. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patients personal diabetes manager (pdm) started to smoke and sizzle and the pdm would not turn on. The patient's blood glucose levels (bg's) were not provided during this event. No messages or alarms were present and the patient did not seek any medical assistance.